Event description:
It was reported that post operative of a bariatric sleeve procedure, the patient presented with a leak resulting in a reoperation. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional follow up: what color cartridge(s) were used? During the sleeve, he used green, gold, blue on the remaining of the firings (all with buttressing). During revision, all green. Was buttress material used? Seamguard. Were there any anomalies during the initial case? No, passed the leak test. How is the patient currently? Believed to be good. Is the patient expected to have a full recovery? Yes. What was found during the reoperation? Only thing mentioned was leaks at the ge junction and leak with a colon.